Event description:
Customer called to report of not receiving sensor with insulin pump. While on call, customer reports of being hospitalized. Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of over 700 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for nine hours and was treated with insulin drip and a novalog pen. Customer was wearing insulin pump at the time of hospitalization. Customer's blood glucose went down to 523 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.